Event description:
A physician reported that actuation issue of vitrectomy probe occurred and cutting was poor during surgery. The procedure type was unknown. The procedure was completed on same day after replacement of product. There was patient contact with product but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).